Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscus repair surgery, the scope got spoilt, there were drops of water visible on the screen. The scope gave a very poor image, at times image not even visible. The procedure was completed with a competitor device and there was a delay greater than 30 minutes. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6:the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found the distal tip damaged, broken lenses as well as moisture in the lenses. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. Internal complaint reference: (B)(4).